Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure. During preparation, it was noticed that the stent broke. There was no information on what have completed the procedure and there were no patient complications reported.